Event description:
It was reported that the cuff is not symmetrical around the tube, it's seen clearly when inflated. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Functional testing found the pilot balloon was manipulated, cuff was inflated symmetrically, complaint was not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).